Event description:
It was reported that during preparation of an inflation device, gauge issues occurred. During preparation of encore 26 inflation device, the gauge was at stuck 26 atm prior to use. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Event description:
It was reported that during preparation of an inflation device, gauge issues occurred. During preparation of encore 26 inflation device, the gauge was at stuck 26 atm prior to use. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for evaluation. The unit components were visually examined for any damage or defect. It was noted the gauge needle was balanced after 26 atms. The device was prepped with 8ml of water and inflated to 26 atms 20 times, no issues were noted during this test with the needle movement but it was noted the needle was unable to balance at zero. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).